Event description:
It was reported that the patient was seen in the clinic approximately six weeks post implant of a transcatheter aortic valve. According to the patient they noted symptoms 5 days after the transcatheter aortic valve replacement. It was observed from a transesophageal echocardiogram (tee) that the right ventricular (rv) lead, that was implanted approximately three years prior to the aortic valve implant, had a small mobile echo-density was on the lead within the right atrium. This may represent fibrin deposit but cannot exclude a vegetation. Additionally, it was observed that there was trivial aortic valve periprosthetic regurgitation, an abscess involving the aortic mitral curtain with a mass in the left atrium with perforation of anterior mitral leaflet consistent with endocarditis. The patient died approximately 4 weeks after their clinic visit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician believed that the rv lead did not cause or contribute to patient¿s death and that the valve caused the patient¿s death as it was in line with the implant of the valve. It was also noted that the patient¿s initial symptom was fever and that intervention of medical management was done since the patient was not a candidate for any surgeries. The physician stated that endocarditis caused large vegetations creating perforations to mitral valve as the cause of death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.